Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter ac t 5 diff cp analyzer periodically generated low hemoglobin (hgb) results without instrument generated flags that do not match when the same specimen is rerun. The rerun results are considered correct as they compare to patient history and slide review. Manual slide results were not provided by the customer. The erroneous results were reported out of the laboratory. The customer provided printouts for one (1) patient that also shows low red blood count (rbc), hematocrit (hct) and platelet (plt) results without instrument generated flags on the initial run compared to the rerun results. The results provided by the customer are shown in the attachment section of this report. There was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
The samples were freshly drawn samples in vacutainer tubes. Controls were run before the incident and were within range. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently performing within qc specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and the replaced the sample syringe, motor, and the sample probe. Startup, reproducibility and controls were run and all within specifications. Repair was verified and system validated. Based on information provided, the root cause cannot be determined; however, the fse resolved the issue by replacing the mentioned hardware components. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed.